Event description:
Dr implanted two micro zurich distractors in a female pt. X-rays revealed that distraction on left side had failed and dr performed procedure to replace distractor. During procedure for replacement of the left side doctor examined right side distractor, refer to 9610905-2005-0016. Dr removed distractor and replaced with 02-300-16 distractor. This is second of three incidents for this pt. Refer to 9610905-2005-00014 and 9610905-2005-00016.

Manufacturer narrative:
Evaluation of device reveals that the weld seam has no visible defects. Additional information received from company representative indicates that the plate was not implanted flush with the bone. Normal distraction forces and improper implantation of the distraction plate are considered to be contributing factors to this complaint.